Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message after 4pm on (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster). She was unable or unwilling to say whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She reported that "right away" she became "thirsty". She indicated that she tested her blood glucose level using another device and obtained results of "357 and 356 mg/dl". She reported that also after 4pm on (B)(6) 2016, she self-treated her symptoms with 10 units of novolog insulin. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. Although the patient reportedly developed signs and symptoms suggestive of severe hyperglycemia, this adverse event has been reported elsewhere. However, this complaint is being reported as a malfunction as the alleged issue remained unresolved after troubleshooting.